Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited safety mode. The patient also reported phrenic nerve stimulation from the device. Subsequently, this crt-p was explanted and replaced. This device has not been received for investigation. No additional adverse patient effects were reported.